Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display as a result of a corroded liquid crystal display board.

Event description:
The customer reported that the insulin pump alarmed and he was not able to clear the alarm. The customer stated that he jumped in a pool and condensation under the screen appeared. No further info was provided.